Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of their implantable cardioverter defibrillator (ICD), it was noted that the patient received multiple inappropriate shocks due an inappropriate interpretation of the signal. The ICD was explanted and replaced. The patient was stable throughout the procedure.